Event description:
The customer reported the port will cut in and out. The issue presented as intermittent image when the camera was in use. The screen flickered during set up involving an olympus xenon light source. There was no patient harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.